Manufacturer narrative:
(B)(4). The device was manufactured (B)(6) 2015. The device was received for evaluation with approximately 33ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed by removing the luer cap from the device¿s distal luer. After the cap was removed, continuous flow was observed from the device. The device continued to flow normally until the bladder was completely empty. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during infusion. The reporter stated that after the expected therapy time of 46 hours, the device was found to not have infused. The device had been primed before connection to the patient and flow had been confirmed. There was no patient injury or medical intervention associated with this event. No additional information is available.